Event description:
A non-healthcare professional reported that the procedure was aborted due to reported thinness resulting in a thin/incomplete flap in the right eye of a patient during lasik surgery. Surgeon aborted lifting and plans for patient to return in four weeks for photorefractive keratectomy.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in e.1., d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The logfile shows that the beam control check was performed about six minutes and fourty one seconds before the start of the treatment and not immediately before the treatment. The logfile shows vacuum one time was around one minute thirty seconds vacuum second time was around fourty two seconds., the duration of the docking process was around fifty-four seconds. And the total treatment duration was around one minutes ten seconds. The treatment of the patient's right eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. No part is expected to be returned to company for evaluation. A review of the technical service onsite showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer, field service engineer performed and signed service installation record. System meets specification as per service installation record. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).